Event description:
Information was received, from a patient via manufacturer representative. Who was implanted with an implantable neurostimulator (ins). It was reported, that there was pain at the ins site. Patient reports, pain at ins site, since january. When she had her fusion in august hcp revised the pocket. Rep was not there, but were informed of it today. Patient reports that despite revising the pocket, she continues to have pain at ins site. Considering explant, since pain hasn't resolved after fusion. The issue is ongoing. The manufacturer representative (rep) indicated, they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.